Event description:
Reported issue: female patient (gra), 50-years-old, hospitalized for a squamous cell carcinoma on left posterior pharyngeal wall. In preoperative setting, a tracheostomy performed with montandon tube. Twice, on 2 different devices from 2 different lots, during insertion, the cuff is pierced. The cuff was pre-tested before use without any issues. Additional information indicates that on removal of the tube a hole was observed. There was no injury and the patient's condition reported as fine. 8040412-2023-00151.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4). The actual sample was returned for investigation. The pressure of the cuff was tested by attempting to inflate it to 25 mbar using a calibrated endotest. It was found that the cuff was unable to be inflated at all. A visual inspection was performed on the cuff and a cut mark was observed. The complaint of leakage was confirmed; however, a root cause for the issue could not be determined. There is a 100% leak test conducted at the manufacturing facility whereby any leakage would be detected prior to release. It is suspected that the failure occurred during the procedure and is user related.

Event description:
Reported issue: female patient (gra), 50-years-old, hospitalized for a squamous cell carcinoma on left posterior pharyngeal wall. In preoperative setting, a tracheostomy performed with montandon tube. Twice, on 2 different devices from 2 different lots, during insertion, the cuff is pierced. The cuff was pre-tested before use without any issues. Additional information indicates that on removal of the tube a hole was observed. There was no injury and the patient's condition reported as fine. 8040412-2023-00151.

Event description:
Reported issue: female patient (gra), 50-years-old, hospitalized for a squamous cell carcinoma on left posterior pharyngeal wall. In preoperative setting, a tracheostomy performed with montandon tube. Twice, on 2 different devices from 2 different lots, during insertion, the cuff is pierced. The cuff was pre-tested before use without any issues. Additional information indicates that on removal of the tube a hole was observed. There was no injury and the patient's condition reported as fine.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.